Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead had irregular impedances which triggered an alert. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted there was oversensing. There were fifteen ventricular non-sustained episodes (nst) less than or equal to 210 millisecond (ms) on (B)(6) 2012. There were seven ventricular fibrillation (vf) episodes less than or equal to 210 ms average ventricular-cycle between (B)(6) 2012. The sensing has interference/noise. The ventricular short interval count equals 658.7 counts average/day, in 31.47 days, between (B)(6) 2012. The resistance/impedance increased. The weekly pace lead impedance trend shows an increase for maximum ventricular pace bipolar impedance equal to 836 to 1368 ohms between (B)(6) 2012.